Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") and autoimmune disorder ("autoimmune type reaction") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cervical dysplasia, multigravida, parity 3, vaginal delivery (1), c-section (2), vitamin d deficiency, dysphagia, shortness of breath, urinary incontinence, chlamydial infection, recurrent abortion (2) and appendectomy. Previously administered products included for an unreported indication: mirena. Concurrent conditions included overweight, von willebrand's disease, depression, hypothyroidism, tachycardia, renal artery stenosis, infection urinary tract, lactose intolerance, vertigo, epilepsy, premature beats, loose stools, adenomyosis and anxiety. Concomitant products included levothyroxine, propranolol and venlafaxine. On (B)(6) 2012, the patient had essure inserted. In december 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In january 2013, the patient experienced bacterial vaginosis ("bacterial vaginosis") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In february 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), the first episode of weight decreased ("weight loss"), allergy to metals ("nickel allergy"), migraine ("migraines"), headache ("headaches"), weight increased ("weight gain") and the second episode of weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, bacterial vaginosis, dyspareunia, vaginal discharge, fatigue, alopecia and the last episode of weight decreased had resolved and the autoimmune disorder, allergy to metals, migraine, headache, dysmenorrhoea and weight increased outcome was unknown. The reporter considered allergy to metals, alopecia, autoimmune disorder, bacterial vaginosis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of weight decreased and the second episode of weight decreased to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants. Current weight 135 lbs. One trailing coil on both side diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming -pelvic pain,fatigue" most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), nickel allergy, bacterial vaginosis, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, hair loss, weight loss", reporter added from pfs. Concomitant and historical condition, lab data added from medical record. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and autoimmune disorder ("autoimmune type reaction") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune disorder and weight decreased outcome was unknown. The reporter considered autoimmune disorder, pelvic pain and weight decreased to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.